Manufacturer narrative:
Previously stated a 12.6mm vicmo12.6 implantable collamer lens, diopter -11.50 was exchanged with a longer lens due to excessive vault. Corrected information: a 13.2mm vicmo13.2 implantable collamer lens, diopter -11.50 was exchanged with a shorter lens due to excessive vault. The problem was resolved. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (clear residue on lens) and the lens missing a piece of haptic. (B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.50 diopter, into the patient's left eye (os) on (B)(6) 2017. Reportedly, on (B)(6) 2017 the lens was exchanged for a longer lens due to excessive vault. The problem was resolved. Attempts to obtain additional information have not been successful.